Event description:
Site reported the tip of the catheter detached during a superdimension procedure. The physician retrieved the tip and nothing was left in the patient. There was no injury, death or other serious adverse event.

Manufacturer narrative:
Evaluation of the locatable guide found that the tip was not secured during manufacture. An internal corrective action has been initiated.